Event description:
The report we received from the affiliate indicated that when a 6f diagnostic catheter was removed from the package and the catheter was flushed, the distal tip opening was blocked by a piece of "plastic" -polyurethane.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional inforamtion has been requested and will be submitted within 30 days upon receipt.